Event description:
The customer stated that a few days prior to the phone call the insulin pump alarmed occlusion. The customer cleared that alarm and treated with manual injection. Their blood glucose increased to 300 mg/dl and the customer treated with manual injection. In the alarm history there were four low reservoir and one check settings alarms present. But no delivery alarms were not present in the history. The customer's blood glucose was 130 mg/dl. Troubleshooting was performed and the device passed the high pressure test and the device did alarm no delivery. The customer stated that the insulin pump alarmed lost sensor. Assistance was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).